Manufacturer narrative:
Product analysis #705861187: ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box and primary and secondary plastic bi o-pouches. The apollo micro catheter was returned within a 1ml onyx syringe still attached to hub with ~0.8ml of onyx within the syringe barrel. ¿ damage location details: onyx was found with the apollo catheter hub. The apollo catheter body was found damaged (kinked) at ~32.0cm from the catheter distal end. The apollo catheter body was found damaged (hole/puncture) at ~20.0cm from the catheter distal end. The apollo catheter distal tip was found detached from the catheter and not returned. Onyx residue was found within the apollo catheter distal end lumen. ¿ testing/analysis: the apollo catheter total length was measured to be ~167.5cm, the useable length was measured to be ~161.5cm, and the distal length was measured to be ~21.2cm. It could not be determined if the catheter length met specification as the distal tip was detached from the catheter. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ and ¿catheter rupture¿ reports were confirmed as the apollo catheter body was found damaged (hole/puncture). However, the cause of the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported during procedure a pressure cooker technique was used with continuous onyx injection.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no resistance upon injection of the liquid embolic agent into the apollo. The injection rate was followed as indicated in the IFU. Apollo and onyx were used. The liquid embolic was embedded in an unintended location. The liquid embolic was implanted in the imax where the sofia was located (distal tip). There was no medical intervention required. The apollo tip is located in the middle meningeal artery (mma). It was noted that the "patient is good".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that onyx was seen proximal to axium coil mass and distal to sofia distal tip. Upon removal of the apollo microcatheter, it was noticed that approximately 15cm from the distal tip, the apollo looked kinked and there was a hole in the apollo at the point onyx looked to be leaking at. The apollo and any accessories were prepared as indicated in the instructions for use (IFU). The apollo was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for mma pressure cooker liquid embolization of davf. The access vessel was the left external carotid artery with a diameter of 2.2mm. It was noted the patient's vessel tortuosity was normal.